Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that once the definitive implants were placed (femur, tibia), the device 71420830 batch h1817411 was placed. Extension tests were carried out and after the flexion, the device throw away. 3 attempts were made with the device unsuccessfully and a smaller insert was used in order to complete the procedure. This is the second complaint with same problem in the same procedure. First was with the item (B)(4) batch h1813400 and second was this. Procedure was completed using a back up device. No damage to patient occurred. Procedure was completed succesfully.